Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a closed clamp on the patient line during priming is a known cause of the reported issue. The ¿homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also warns the user that failure to open the proper clamps on the cassette will not allow the line to prime properly. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) connected to the patient line on a homechoice (hc) cassette without allowing the line to prime properly. The issue was noticed during the initial drain phase of automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that the hp did not open the clamp on the patient line prior to priming. A technical service representative (tsr) reviewed proper procedures with the hp and instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.